Manufacturer narrative:
No samples were returned for evaluation. However, a video was provided. The video confirmed the extension set to be leaking at the bonded joint between the tubing and the top of the blood filter housing. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that there is a leak from the top of the drip chamber. No injury reported.